Event description:
Driver tip broken while removing screws from pedicle. Tip was removed from wound. C-arm images were taken to ensure that no broken pieces remained in wound.

Manufacturer narrative:
Reviewed device history records. Device was manufactured to applicable specifications. No manufacturing defects, signs of excessive wear or inclusions that would cause this failure were observed. The fracture surface is rough and angled to the central axis of the instrument. The surface texture and orientation are consistent with brittle failure due to shear stress exceeding the strength of the material. The instrument was used for an application not consistent with its intended use. The application of torque with this device exceeded its strength resulting in breakage. This is the final report that will be submitted associated with this incident and device. No additional action is required at this time.